Event description:
Technician slipped and fell on waste fluid that had overflowed from the waste container on a benchmark xt automated slide stainer instrument. The technician went to the emergency room where her sprained wrist was bandaged and she was given tylenol. Full recovery is expected within 2 weeks. Evaluation of the waste system by the site and field service engineer who responded to the call could not confirm malfunction of the waste sensor system had occurred.